Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: cornual/ essure coil noted imbedded at the cornual area. Left adnexa: no obvious essure coil visible, perforation (fallopian tube(s)"), device breakage ("device breakage") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (one side removal of fallopian tube)/oophorectomy (one side remo), surgery (total hysterectomy (uterus and cervix removed)), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and endometriosis outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. On (B)(6) 2012: gross findings: laparoscopic findings: uterus: regular in shape; retroverted; fibroids absent right adnexa: mass: present; essure coil noted imbedded at the cornual area; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present. Left adnexa: mass: absent; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present; no obvious essure coil visible but suggestion of its presence at the cornual area by a bulging; inspection of the cul-de-sac and the remainder of the visible pelvis and bowel failed to demonstrate the presence of an essure coil. Anterior cul-de-sac: endometriosis: absent; adhesions: absent posterior cul-de-sac: endometriosis: mild; adhesions: absent appendix: normal. Gallbladder: absent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain, dysmenorrhea, dyspareunia, endometriosis. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, lab data updated. Indication female sterilization and removal date was added. Events: fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, device breakage, dysmenorrhoea, dyspareunia, endometriosis were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: cornual/ essure coil noted imbedded at the cornual area. Leftadnexa: no obvious essure coil visible, perforation (fallopian tube(s))."), device breakage ("device breakage"), menorrhagia ("menorrhagia") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 22-year-old female patient who had essure (batch no. 674118) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concurrent conditions included retroverted uterus. Concomitant products included estradiol, hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and promethazine. On (B)(6)2009, the patient had essure inserted. In january 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("mental anguish"). In june 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (one side removal of fallopian tube)/oophorectomy (one side remo, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6)2012. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, depression, anxiety, dysmenorrhoea, dyspareunia and endometriosis outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Diagnostic results: on (B)(6)2012: gross findings: laparoscopic findings: uterus: regular in shape; retroverted; fibroids absent right adnexa: mass: present; essure coil noted imbedded at the cornual area; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present. Left adnexa: mass: absent; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present; no obvious essure coil visible but suggestion of its presence at the cornual area by a bulging; inspection of the cul-de-sac and the remainder of the visible pelvis and bowel failed to demonstrate the presence of an essure coil. Anterior cul-de-sac: endometriosis: absent; adhesions: absent posterior cul-de-sac: endometriosis: mild; adhesions: absent appendix: normal. Gallbladder: absent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain, dysmenorrhea, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of essure device location of device: cornual/ essure coil noted imbedded at the cornual area. Leftadnexa: no obvious essure coil visible, perforation (fallopian tube(s))."), device breakage ("device breakage") and menorrhagia ("menorrhagia") in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (one side removal of fallopian tube)/oophorectomy (one side remo), surgery (total hysterectomy (uterus and cervix removed)), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, menorrhagia, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and endometriosis outcome was unknown. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. On (B)(6) 2012: gross findings: laparoscopic findings: uterus: regular in shape; retroverted; fibroids absent right adnexa: mass: present; essure coil noted imbedded at the cornual area; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present. Left adnexa: mass: absent; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present; no obvious essure coil visible but suggestion of its presence at the cornual area by a bulging; inspection of the cul-de-sac and the remainder of the visible pelvis and bowel failed to demonstrate the presence of an essure coil. Anterior cul-de-sac: endometriosis: absent; adhesions: absent posterior cul-de-sac: endometriosis: mild; adhesions: absent appendix: normal. Gallbladder: absent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain, dysmenorrhea, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: cornual/ essure coil noted imbedded at the cornual area. Leftadnexa: no obvious essure coil visible, perforation (fallopian tube(s)).'), device breakage ('device breakage'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding vaginal') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 22-year-old female patient who had essure (batch no. 674118) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. Concurrent conditions included retroverted uterus. Concomitant products included estradiol, hydrocodone bitartrate;paracetamol (vicodin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and promethazine. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("endometriosis"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic area often, intermittent to constant and mild to severe at times") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (one side removal of fallopian tube)/oophorectomy (one side remo, total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device breakage, ectopic pregnancy with contraceptive device, depression, anxiety, dysmenorrhoea, dyspareunia and endometriosis outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: starting on the right side we deployed a micro insert and had just 2 to 3 coils visual as well as this provided inlet surface that retracted into the os with just the tip being seen at the time of the photograph. On the contralateral side we had 2 coils counted. She had been treated for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion; on (B)(6) 2010: total bilateral occlusion. Diagnostic results: on (B)(6) 2012: gross findings: laparoscopic findings: uterus: regular in shape; retroverted; fibroids absent right adnexa: mass: present; essure coil noted imbedded at the cornual area; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present. Left adnexa: mass: absent; endometriosis: absent; adhesions: absent; evidence of tubal interruption: present; no obvious essure coil visible but suggestion of its presence at the cornual area by a bulging; inspection of the cul-de-sac and the remainder of the visible pelvis and bowel failed to demonstrate the presence of an essure coil. Anterior cul-de-sac: endometriosis: absent; adhesions: absent posterior cul-de-sac: endometriosis: mild; adhesions: absent appendix: normal. Gallbladder: absent. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain, dysmenorrhea, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain changed to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.